Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet, with a noted instance of blood glucose over 300 mg/dl after not announcing a meal, and education was provided on best practices for addressing high glucose, including checking for infusion site or pump leaks and changing the infusion site. Symptoms included elevated blood glucose. Outcomes included resolution of the high glucose without further assistance and no hospitalization. Investigation included user troubleshooting, education on site and pump checks, and confirmation of blood glucose questionnaire items. Investigation of this case revealed insufficient information to identify a device malfunction, with the event consistent with hyperglycemia possibly related to user handling such as missed meal announcement or infusion site issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.